Manufacturer narrative:
The device was evaluated and the reported failure was confirmed. Device evaluation found intermittent connection communication board. Additionally, ""old communication board, forced coag 2 at 2000 ohm out of spec due to generator board" were found. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator displayed random 231 errors. The issue occurred during an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.